Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported disconnection. Event description: material#:515070, batch#:2502502. Twice within the first 30 minutes of an oxaliplatin infusion, the ctsd connector disconnected from the patient's left chest port. On the first occasion, the patient was eating soup. One the second occasion, the patient stated he had not moved at all. After the second disconnect, the rn placed the provided infusion clamp over the connection point. The clamp was used for all subsequent chemotherapy infusions that day and no further issues occurred.

Event description:
No additional information.

Manufacturer narrative:
No samples or pictures received for investigation. A device history review was performed for the reported lot 2502502, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Functional testing was performed, penetrating the connector luer part to a mini-spike already connected to a vial ( filled with colorant) and the connection between the optima injector and a syringe, all results were found to be acceptable with no leaks identified based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.